Manufacturer narrative:
Initial reporter phone number:  (B)(6). The device was not received for evaluation, however a photograph was received. The visual inspection observed that the cone of the return luer connector was broken. The reported condition was verified. The cause was design related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set, the luer connector was observed to have an unspecified damage. There was no patient injury or medical intervention associated with this event. No additional information is available.